Manufacturer narrative:
H3: analysis of the 37761 desktop charger (dtc) (s/n#: (B)(6) revealed that they replaced cable assembly due to frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient said the recharger is not charging. Patient said the green light is on the desktop charger. Patient unplugged the connector pin and plugged it back in. Patient saw the screen indicating the implant recharger was charging the 1st 1/4 of the insr. Patient said the insr had been plugged in for 15-20 hours and the 1st quarter of the insr was still flashing. Patient was able to charge the insr while it was plugged in. Patient said the connector pin was loose. Reviewed if the dtc doesn't resolve the issue the patient will have to transition to the wr.